Manufacturer narrative:
One of the blades subject to this investigation was returned for evaluation. It was visually confirmed that the blade broke at the mount. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a total knee revision procedure, two blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported there was a slight delay to obtain another blade and the procedure was completed successfully.